Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter for unspecified reasons.

Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter for unspecified reasons. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter for unspecified reasons. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that after the ams sling was implanted, was the level of incontinence improved. The patient was doing well following the artificial urinary sphincter implant.